Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and bard avaulta was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent uterine prolapse. It was reported that the patient underwent the concurrent procedures of a laparotomy, supracervical hysterectomy, sacral colpopexy, burch retropubic urethropexy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems and recurrence. (B)(4).